Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 0335954. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed by our quality engineer team. The in-process and final product laboratory tests were reviewed and it was determined that the product was fit for its intended use and that all standard requirements were met for the product prior to release. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. There is no evidence to support that the posiflush syringe was responsible for the reported patient¿s reaction. If the sample becomes available, a full investigation will be completed. Further action has not been determined necessary at this time. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign particles floating in it. The following information was provided by the initial reporter: "patient reports receiving this batch of flushes around 4-6 weeks ago and noticing gungy looking particles suspended in the fluid. Patient used the flushes anyway and reports getting a bad headache and has not felt well since. Patient has disposed of all the flushes now."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign particles floating in it. The following information was provided by the initial reporter: "patient reports receiving this batch of flushes around 4-6 weeks ago and noticing gungy looking particles suspended in the fluid. Patient used the flushes anyway and reports getting a bad headache and has not felt well since. Patient has disposed of all the flushes now."